Event description:
The customer's mother reported that her son's pdm "went into an error", prompting him to deactivate a pod. The specific pdm error that was initiated, however, is not known. The customer didn't alert his mother to the situation and therefore "went without insulin for some time." As a result, he experienced high bg's (385mg/dl) and had to be taken to the emergency room where he was treated for dka. The mother called insulet product support from the ER for assistance with the pdm error, but their attempt at resetting the device was unsuccessful. The pdm is not being returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.